Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l95357 implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that a patient¿s ¿cord¿ was broken and the patient¿s healthcare professional (hcp) ¿went ahead and fixed me with two surgeries, but it still didn¿t work.¿ it was stated that the surgery was 4-5 years ago. It was stated that ¿before to surgery the implant worked well for a while.¿ additional information received reported that the patient had broken leads 5-6 years ago. It was stated that the patient had to ¿fight the dr to look at her leads¿ because she knew they were broken and the patient stated that the hcp didn¿t believe her. It was reported that when the hcp went in the leads were broken in her shoulder and he replaced it ¿following 2 surgeries in the same day.¿

Event description:
Additional information received reported the cause of the event was due to failure of the superior contacts on the lead. It was reported a lumbar myelogram had been ordered but not yet performed. It was further noted the symptoms associated with the event was increasing lower back pain.